Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. H3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history review a manufacturing record evaluation was performed for the finished device product code: 04.168.495s lot number: 6988p07 it was electronically reviewed and no nonconformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: 28 jul 2023 manufacturing site: jabil grenchen expiry date:01 jul 2033. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2025, the patient underwent orif surgery for femoral neck fracture with fns. There were no problems with intraoperative imaging, and the surgery was completed successfully without any surgical delay. However, a postoperative x-ray showed that the femoral head appeared to have cut-out, so a CT scan was performed. The CT scan results confirmed that cut-out occurred. Therefore, a revision surgery was performed immediately and the neck bolt and antirotation screw were replaced with ones 5 mm shorter in size. The surgeon was operating in a slightly externally rotated position and was not able to check implants properly. He also mentioned that the implants had been inserted slightly below the middle of the head of the bone, which may have partially cut-out the head of the bone when the near-limit length was selected. The surgery was completed with 70 minutes delay. No further information is available.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.